Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument could not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument did not work when connected. The instrument was inspected prior to use and nothing was found out of the ordinary. The nonconforming instrument was set to central sterile processing and a new instrument was opened. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint of a severely bent grip tip. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.037" offset at the tips. As a result, the clip could be properly loaded on the grips, but were unable to properly clip onto the tubing during in-house testing after multiple attempts. The medium-large clip applier instrument failed the clip test. There were no issues with manual articulation of the instrument's inputs. The grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The medium-large clip applier part# 470327-12 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 17 uses remaining. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.